Event description:
Event description guidant received information that the threshold measurements of these implantable transvenous atrial, coronary sinus and defibrillation leads were all high. The coronary sinus and defibrillation leads were found to be dislodged.